Manufacturer narrative:
(B)(4). Additional concomitant medical products: comprehensive reverse glenosphere mini baseplate with taper adapter pn010000589, ln327630; comprehensive primary stem pn113634, ln579830; comprehensive reverse tray pn115370, ln748220; humeral bearing pnxl-115364, ln864500; comprehensive reverse glenosphere pn115310, ln512720. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total shoulder arthroplasty. Subsequently, the patient was revised due to disassociation of glenosphere from the baseplate.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to improper insertion of the central screw during the initial procedure. The screw bent during the initial procedure, but was not discovered until the second revision. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.